Event description:
Per the clinic, the patient developed an infection at the scalp wound over the implant. Subsequently, the patient was treated with topical and oral antibiotics (specific date and duration not reported). The patient was also hospitalized for a duration of three days (specific date not reported) for treatment with IV antibiotics (specific date and duration not reported). However, the issue could not be resolved and resulting in the decision to explant the device. The device was explanted on (B)(6) 2024. There are no plans to re-implant the patient with a new device as of the date of this report.